Event description:
Coughing, shortness of breath; my medical device of concern has been voluntarily recalled--my philips brand bipap machine for the treatment of sleep apnea. I know that the FDA must know that philips is saying a replacement or repair of the millions of defective machines will take a year or longer. In the meantime, a patient's only choice is to purchase a new (B)(6) machine or wait the year or longer for a replacement. Medical insurance, private or public, follows a five-yr replacement plan for CPAP and bipap machines. If philips doesn't replace, specifically, my machine by october 2023, then I can go ahead with ordering a replacement then. I was told this, today, by the medical supply company. I was told by a representative of my pulmonary and sleep medicine clinic, today, that 3.5 million other people need replacement machines, too, so I can buy one like many patients have done. I can't afford to buy a replacement machine as a medicaid patient. I also cannot afford to pay for a CT scan of my chest, neck, and head, but I would like to both verify any damage from my use of the defective philips bipap as well as set baseline conditions to mark any future changes from the carcinogenic affect of melting insulation being fanned into my lungs. My primary care provider and the sleep medicine providers have both acknowledged the seriousness of the situation, yet neither will order scans to for me to screen the effects of the machine. Neither will order the two common serological tests given in occupational exposure events with similarly aerosolized and inhaled insulation. I would wake up choking, turning to wrenching followed by having to wash my eyes with a warm washcloth to remove the viscous mucus buildup from the toxic air off gassing into my eyes ('toxins and chemical off-gassing' are words I took verbatim from the recall letter). If my eyes responded to the air this way, what did the air do to my throat, sinuses, and lungs? I want to know. I am going to sale things online and at the pawnshop so I can pay for the privilege of using a philips brand computer tomography scanner--the irony is not funny. I will do this, illegally, as I will self-refer and lie about not having insurance coverage. Philips corp. Had a 2019 gross revenue of $1.58 billion and I am going to hustle to get to use, likely, one of their CT scanners to determine if there failure to engineer safe materials has irreparably engineered my fate. I am so tired since I have not been regularly using my bipap since (B)(6). Now I know why, they say not to use it, but they won't replace it unless I give them one thousand dollars. Any money I have is going to pay for my health screenings that my doctors won't order. I will continue with my 3-4 hrs of sleep, in hourly increments, until I can figure out what to do to help myself. No tests have been done. FDA safety report ID # (B)(4).